Event description:
It was reported that a day post implant procedure check up, the right atrial lead exhibited low capture. Chest x-ray was performed and revealed the lead had dislodged. During lead revision procedure, the lead was explanted and replaced successfully. The patient was in stable condition.